Event description:
Information received with return of the explanted device notes that the patient presented for superficial erosion and the pacemaker pocket was revised. Two months post revision, the patient presented for infection.